Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 140 mg/dl. Issue was in the past, the customer will call back in to troubleshoot with tandem technical support should issue persist.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.